Event description:
This is a spontaneous report by a baxter employed healthcare professional from (B)(4)of peritonitis. On (B)(6) 2010, the patient developed peritonitis. On (B)(6) 2010, prior to the start of antibiotic therapy, the patient's peritoneal effluent was analyzed. On that same date, a peritoneal effluent culture was performed, however, the results were unknown. On (B)(6) 2010, the patient began treatment with vancomycin 1 gm once every 96 hours, amikacin 250 mg loading dose ip, then amikacin 125 mg daily ip. The cause of the peritonitis was unknown. It was unknown whether the peritonitis resolved.

Manufacturer narrative:
(B)(4). Device evaluation: the device was received by baxter for evaluation. A visual evaluation was performed and confirmed the reported condition of a reservoir rupture. This device is a single use device and will be discarded. The root cause is currently being investigated under CAPA # (B)(4).

Event description:
It was reported to baxter (B)(4) that the reservoir of a single day infusor device had ruptured during patient use. According to the customer, the device was used to deliver desferioxamine to an unidentified patient. During the infusion, the reservoir ruptured. There was no report of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation; however, the evaluation has not yet been completed. A follow up report will be submitted upon completion of the evaluation or should additional information become available.